Manufacturer narrative:
During use of the outback cto catheter it was reported that ¿the device broke during use on the patient¿. Multiple attempts to gather additional patient and procedural information have been made and have been unsuccessful. One non-sterile outback was received coiled inside a plastic bag. There were blood residues observed in the catheter. The cannula was received exposed at 2.5cm from distal tip end. The body shaft was broken. The shaft looks cut by the cannula¿s sharp tip, but no elongation condition was observed along the shaft. The cannula was received retracted. The cannula was disengaged from the keyed housing. The catheter measured 120.2 cm of usable length. The usable length of the catheter was within dimensional specification. No other anomalies were observed in the returned device. Insertion/withdrawal test was not performed since the body shaft was received broken. However the catheter shaft/nosecone spins smoothly as the rhv was rotated. Cannula deployment test applicable was not performed since the delivery shaft was received damaged. The unit was analyzed with pet team and concluded the damages found are not related to the manufacturing process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter cannula needle retraction difficulty-partial reported by the customer was confirmed. The cannula could not be deployed and retracted due to delivery shaft damaged. The failure cto catheter system fractured-separated in patient reported by the customer was confirmed. The cause of the failure experienced was not determined during analysis. Procedural factors are most likely contributing factors since the cannula was disengaged of keyed housing resulting in the shaft damages. The following precautions are listed in the IFU: always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the ob-ltd. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. Based on the limited procedural information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the analysis nor the DHR review suggests that the reported failures are related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During use of the outback cto catheter it was reported that the device broke during use on the patient. Please note that multiple attempts to gather additional patient and procedural information have been made and have been unsuccessful. The product was received for evaluation and testing and preliminary analysis states that the tip of the device was received damaged and the needle was protruding from 2.5cm.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.